Event description:
It was reported that the pump motor drive phase b post failure / version 1.5.1 (not able to power on to check) occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were still intact. No physical damaged was not found on the device. Pump motor drive phase b post, battery depleted and battery communication time out was found in the event history log (ehl). The technician performed power up process. The reported issue was not duplicated during power up process. The root cause was found to be no issue with the battery. Motor connector was firmly connected to the main board. The customer depleted the battery which caused the problem. Replaced battery for preventive due to multiple battery depleted error found in ehl. Performed power up process and all functional tests which passed.